Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. A quality complaint investigation was performed. A used sample was received to assist with the investigation. There was no lot number provided and therefore a batch record review could not be performed. However, functional testing was performed and the sample was found to have met the minimum aerosol output requirement at the lower air flow rate of 2.24 ml. There is not enough info to conclude the product did not meet specification and perform as intended. No further actions are required, and the complaint will be closed. No additional pt/event details have been provided to date but have been requested. Should additional info become available, a follow-up report will be submitted. Note: there are four (4) cases associated with this product complaint issue; therefore a separate FDA form 3500a has been generated to address the other three (3) cases.

Event description:
It was reported by the nurse that during use with a pt, the medication in the opti-mist "bubbled" in the nebulizer; however, the treatment medication did not "atomize." No additional pt or product info could be obtained.

Manufacturer narrative:
Previous investigation has been closed. Two root causes were identified. 1. The jet was being produced in an old injection molding machine that was not conditioned with an alarm to detect and prevent the variation (double cycle) in the process. This machine has been discontinued. 2. Inadequate inspection process for nebulizers. Corrective action has been implemented to include: 1)verifying all active molding machines to confirm all have integrated the required alarms. 2)create a temporary quality alert to inspect nebulizer components every 2 hours as our inspection process is updated. 3)creation of a test method for inspection of molded components (nebulizer set and jet). 4)create a test method for inspection of molded components, 5)clarify all details of process to do the mixing and add a form to record the amount of resin and material used in each mixing, 6)determine water flow rates, water temperature and pressure, and include process parameters to be monitored. 7)determined the expected shelf life of pins for the orifice of cup and jet, and establish its replacement in the adequate period of time. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).